Event description:
It was reported that the pump's flow rate was too high. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported problem. The flow rate was too high. The expulsor needs to be sanded to correct the issue.